Event description:
The customer reported via phone call that they had inaccurate readings with their sensor. The customer also reported experiencing fluctuating high and low blood glucose. Customer's blood glucose would decline to 43 mg/dl and rise to 566 mg/dl. The customer declined to troubleshoot. The customer declined to return the insulin pump for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.